Manufacturer narrative:
No patient involvement. Date of event: unk. The product is manufactured in the us, but not marketed in the us. Lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the for a packaged 12.6mm vicm5_12.6 implantable collamer lens, diopter -8.5, the package was labeled with a different serial number than the patient labels included inside the box. Note-both serial numbers were within the same work order, same model, size, and power. Reportedly, the lens was not implanted.

Manufacturer narrative:
Device evaluation: the product was returned intact. The box was not opened. Visual inspection found that the lens package was returned unopened and that the chart label serial number does not match the box serial number. (B)(4).

Manufacturer narrative:
Device code 3007 should have been included in initial MDR. Result code 111 should have been included in initial MDR. Claim#: (B)(4).